Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During setup of the device for a cardiopulmonary bypass procedure, the user reported that the device displayed a battery low error message. The user attempted to charge the battery overnight, but the battery did not hold the charge. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.